Manufacturer narrative:
The investigation has determined that reproducible, higher than expected vitros tropi es results were obtained from samples from a single patient when tested on two different vitros 5600 integrated systems. The assignable cause for the higher than expected vitros tropi es results for patient 1 is the presence of a heterophilic sample interferent present in the patient samples tested. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 5450.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report reproducible, higher than expected vitros troponin I es (tropi es) results were obtained from samples from a single patient when tested on two different vitros 5600 integrated systems. Patient 1 results of 4.57, 4.80, 4.38, 4.86, 5.85, 5.88, 3.86 and 4.31 ng/ml versus the expected result of < 0.003 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The reproducible, higher than expected, vitros tropi es results were reported from the laboratory. It was unknown if any treatment was initiated, altered or stopped based on the reported results. However, ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).